Event description:
Upon investigation, manufacturer's domestic evaluations lab found both the inform base and the inform meter have melting and burning on the electrical contacts and melting of the plastic around the electrical contacts. No adverse event reported. The devices were returned, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for inform meter, medwatch with identifier (B)(6) is for inform base.